Event description:
As reported by the user facility: detailed inquiry description: pumps have some issues. Working through them. The issues are odd in that they are not consistent. Sometime venofer constantly rings air in line and sometimes it doesn't. Sometimes the tubing goes dry and leaves drug in the bag and sometimes it doesn't. All other factors the same, vent open, primed the same way, cold meds. Can't find any reason for the inconsistency. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.